Event description:
The customer reported supply chain received the product with a note stating; "tubing leaked!" The customer believes this was during patient use, but it can't be confirmed. No additional information is available.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set noted a crack along the valve top which also ran along the threads of the valve side. The crack was observed to be along the valve injection gate. There were no other anomalies observed. Functional and pressure testing confirmed leaking at the engagement of the valve top and syringe. The root cause of the observed damage was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported supply chain received the product with a note stating; "tubing leaked" the customer believes this was during patient use, but it can't be confirmed. No additional information is available.